Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
The customer is reporting (B)(6) reaction with cell 2 of the 0.8% selectogen lot vs880 with a sample with previous history of anti-e. Issue started on: (B)(6) 2015; reported (B)(6) 2015. Frequency: 1x. Methodology used: provue. Incubation time (for manual test only): 15 min. Reaction grade obtained: (B)(6). Customer was expecting: (B)(6). Test repeated: yes in manual gel. Results of repeat: (B)(6). Reaction grade of repeat: weak. Card/cassette type: igg. Rbc type: 0.8% selectogen lot number: vs880 expire:12/08/2015. Qc type: ortho confidence kit. Last qc run: (B)(6) 2015. Reagent/protocol-handling (reagent, cards, cassettes): cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. On-board storage time: as per procedure. Off board storage temperature: as per procedure. Stored underneath direct light source: no. Protocol details (for customer working in manual methods): pipette used: mts. Incubator type: mts. Cards/cassettes centrifugation: n/a. Customer repeated the screen in manual gel and saw a (B)(4) screen. Customer ran resolve panel a on provue with all allo antibodies ruled out. Ocd discussed the possibility of manual testing could possibly extend the incubation time for a weak reaction to develop. Customer aware of a weak low titer antibody with the possibility of (B)(4) expression with donor cells.